Event description:
While on an et tube, patient was coughing and et tube was displaced. When clinical staff tried the release lever for the et tube bite block it would not release. Patient's sats became worse and the lever would not release. It took two people to get it off. Pt had to be reintubated. Health professional feels the release needs to be stronger and bigger. It became jammed and there was not much leverage for the health professional when trying to get it released.====================== manufacturer response for et tube holder, universal bite block======================they were informed of the scenario of the device failure and were not requested by the clinicians to come in house for a follow up meeting, but have been cooperative.